Event description:
The customer reported to philips healthcare that a "pacer malfunction error" appeared on the heartstart mrx. There was no reported patient impact.

Manufacturer narrative:
Pr number: (B)(4). A follow up report will be submitted upon completion of the investigation.